Event description:
The international customer reported that the unit will not boot-up. The customer reported that the unit is not in use on patient. The service technician replaced the power management board to address the reported problem. The unit is now back in service.